Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head was broken when I opened it, it was cracked and wouldn¿t sit on flush - oral-b [device breakage]. Brush head jumps off when in motion - oral-b [device connection issue]. Case narrative: female consumer via letter reported that the oral-b toothbrush head was broken and cracked when she opened it, that it wouldn't sit on flush and jumped off of the oral-b rechargeable toothbrush handle when in motion. No injury was reported. 28-feb-2024 case update from information initially learned on 14-feb-2024 via image: the concomitant product was oral-b rechargeable toothbrush handle (B)(6). The concomitant product lot number was 2262b211p0. No injury was reported.